Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment's measurements were not as expected during the exam. The measurement had a large length and low curvature of the cornea. The exam was completed with other equipment to confirm the measures. There was no harm to the patient. This is the second of two reports for this facility.